Event description:
It was reported that this right ventricular (rv) lead exhibited elevated, out-of-range pacing impedance measurements (>3000 ohms) and noisy signals in the shock and over-sensed noise. The patient was seen in-clinic, where impedance changes were noted via provocative maneuvers. The physician suspected that the lead conductor had fractured. A surgical revision procedure is anticipated to replace the lead, but this has not yet occurred. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated, out-of-range pacing impedance measurements (>3000 ohms) and noisy signals in the shock and over-sensed noise. The patient was seen in-clinic, where impedance changes were noted via provocative maneuvers. The physician suspected that the lead conductor had fractured. Recently, the physician surgically explanted this rv lead. It was mentioned that a subcutaneous implantable cardioverter (s-ICD) system will likely be implanted in the near future to resolve the event, but no further details were provided. The patient was stable with no additional adverse patient effects. It is unknown whether this lead will be returned for analysis.